Manufacturer narrative:
(B)(4). Analysis not yet begun.

Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2015.